Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that at a follow up the pulse generator exhibited high current drain. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.